Manufacturer narrative:
Other applicable components are: product ID 37791 lot# unknown serial# implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient¿s ins normally takes 30 minutes to charge to full each day; however, for the past week, the patient was not getting a full charge despite charging for hours and having all 8 coupling bars. The patient charges directly over their skin and does not use adhesive discs. The settings had not been changed and the ins appeared to lie flat under their skin. The patient noted they had lost some weight, but that was 3-6 months ago. A manufacturer representative (rep) later noted the patient had a small, skinny chest and the ins sat on stop of their ribs and was ¿super tight¿ in the pocket. It was unknown how full the ins was prior to the charging difficulty. No coupling bars could be obtained at the time of this report. A replacement ins recharger (insr) antenna and insr were sent as it was thought the antenna was damaged; however, zero coupling bars were obtained with the new antenna. Troubleshooting inclu ded repositioning antenna, palpating the area to locate the ins, placing antenna directly over skin, turning dial and ensuring charging was taking place away from potential emi sources, but the patient continued to get zero bars. The ins was around 25% charged at this time. Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). An ins re placement was scheduled for possibly november 2 due to the poor coupling. There were no lead or extension issues and all impedances were good. An x-ray confirmed the device was not flipped. No medical symptoms were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.: conclusion code 11 has replaced code 92. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Nothing further regarding the cause had been determined. Surgery was scheduled for (B)(6) 2017, but the patient¿s ins was explanted (B)(6) 2017. The ins was not reaching a full charge (insr was not displaying three spray marks indicating full charge). This had not been an issue until about a month prior to this report. The patient stopped charging the battery because they thought the ins was no longer working due to the ins not reaching full charge. The neurologist opted to have the ins replaced. Upon device interrogation it was determined the ins was discharged. The surgeon replaced the ins rather than charge the existing implanted ins. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. Product analysis #702134026:analysis information -- 2017-12-05 14:22:46 cst pli# 30 product ID# 37612 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {see comments/results} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.